Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing that resulted in pacing inhibition. This oversensing was found to be due to noise. The device was successfully reprogrammed. The patient was stable and asymptomatic.